Event description:
It was reported by the manufacturer representative (rep) that a tunneling tool broke during a procedure. The issue occurred when the healthcare professional  (hcp ) pulled the tunneler back to the incision in the skull with the dual extension carrier attached and loaded with extensions. The tunneler became stuck in the neck, and despite applying significant force with a slight bending motion, the tunneling broke at the threaded end. The patient had very tight tissue bands in the neck, which impeded the easy passing of the tunneling tool back up to the skull. The hcp initially used the smaller bullet tip to tunnel from the skull to the chest before changing the tip to the double extension carrier. No diagnostics were performed since this event occurred during the normal use of the passer. After the tunneler broke, the healthcare professional had to lengthen the incision on the skull and retrieve the double carrier tip at the bottom of the skull with large forceps. The issue was resolved at the time of this report. The healthcare profession al has no further information for the manufacturer representative (rep). This report does not involve an implant. The tunneler broke during normal usage.

Manufacturer narrative:
Continuation of d10: product ID b31030 serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b31030, serial/lot #: hg871ng, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the tunneler (s/n (B)(6) found the threads on the tunneler were broken (overstressed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b31030 serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.